Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description ail detailed inquiry description "etoposide was started at 2104 but stopped at 2137 because the bbraun pump was saying air bubble in line. I grabbed the cvl nurse who happened to still be here, to help troubleshoot. We tried changing the pump but realized it was due to the tubing. We circle primed the line with air to push the etoposide back into the bag and replaced it with new tubing. The etoposide was restarted at 2215. Providers were notified at 2231. No injury reported.